Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the valve manifold kit (part 7-77612-03). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
This event was previously submitted in manufacturers report 3005094123-2019-00313 against the architect hstroponin reagents ln 03p25-37 lot 07015ui00 as the suspect medical device. On november 15, 2019, the analyzer was added as a second suspect medical device and this report is being sent to document the additional likely cause. An evaluation is still in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The customer observed falsely elevated hstroponin results on the architect i2000sr analyzer. The following data was provided: sid (B)(6) initial 54, repeats 7, <3 ng/l. Sid (B)(6) initial 69, repeat 20. There was no impact to patient management reported.